Event description:
New information notes that the lead was also fractured.

Event description:
New information notes that the right ventricle lead exhibited noise again. Upon review, externalized conductor wires were confirmed via fluoroscopy. The right ventricle lead was capped and replaced on (B)(6) 2021. Patient was stable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient's right ventricle lead exhibited over-sensing noise. Programming changes were made on the device. No patient consequences.